Event description:
It was reported that the patient had a right hip revision on (B)(6) 2013. Hip is still very sore, feels dislocated, no muscle to hold hip and is in constant pain.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker right hip. It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a disassociation between the adm liner and competitor head involving a restoration adm x3 ins 28/52 was reported. Conclusion: based on the provided implant record, the adm head was used in conjunction with a competitor head. The instructions for use packaged with the adm head warns against the use of this device was a competitor product. A review of the provided medical records by a clinical consultant indicated that "dislocations likely resulted from the extensive debridement of muscle tissue described in the revision operative report resulting in compromised soft tissue support.¿ based on the provided information it has been determined that this event is associated with an off-label application. Additional devices listed in this report: cat 626-00-46f, lot 43596103, description: modular dual mobility insert; cat 2030-6535-1, lot mjtd14, description: 6.5 cancellous bone screw 35mm; cat 2030-6516-1, lot mjt0e4, description: 6.5 cancellous bone screw 16mm; cat 2030-6530-1, lot mjt9yh, description: 6.5 cancellous bone screw 30mm; cat 502-03-60f, lot mmhanr, description: primary trita hemi cluster hole cup 60mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient had a right hip revision on (B)(6) 2013. Hip is still very sore, feels dislocated, no muscle to hold hip and is in constant pain.